Event description:
It was reported that the lead exhibited oversensing and apparently fractured. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Sensing - oversensing: 12 - ventricular nst<=213 ms between (B)(6) 2011 02:52:52 and (B)(6) 2011 23:53:51. Sensing - interference/noise: ventricular short interval count v-sic=18.8 counts avg/day, in 37.64 days, between (B)(6) 2011 08:51:32 and (B)(6) 2011 00:17:10.